Manufacturer narrative:
(B)(4).

Event description:
The facility states that an intraocular lens model number aa4203tl was damaged by the cartridge as the lens was implanted in the patient's eye. The surgeon felt the damage was minimal and the intraocular lens remains implanted. There was no patient injury.